Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of, alarm code e321. No specific pt info, device programming or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.